Manufacturer narrative:
Complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported that following an intraocular lens (iol) implant procedure, the patient experienced being unable to drive due to halos and starbursts. The iol was exchanged in a secondary procedure. Additional information has been requested. There are two related reports for this patient. This report addresses the patient's left eye, and another manufacturer report will be filed for the fellow eye.

Event description:
Additional information reported states that the patient has seen numerous doctors for second opinions and all of the glasses prescribed do not help with night driving. The patient noted having a yag procedure in both eyes and that no one will take her lenses out.

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).